Manufacturer narrative:
Concomitant products: product ID 8711, lot # j11450r60, implanted: (B)(6) 2002, product type catheter. (B)(4). Analysis of the catheter found no significant anomaly; the catheter body was found to be incorrectly assembled or sutured. No distal portion of the catheter was returned for analysis. Per analysis photos, there was an indented area at the end of segment 1 of the returned catheter where a suture had been placed directly on the surface of the catheter.

Event description:
It was reported that surgery for the expected end of life of the pump occurred on the date of this report. When the neurosurgeon disconnected the catheter from the pump, no retrograde flow of csf (cerebrospinal fluid) occurred. As a result, an incision was made at the spinal site where the catheter exited. As soon as the surgeon touched the catheter, it broke off immediately above the connector site, distal to the pump site. The catheter break was specified to be located at the connector pin. The spinal segment remained in the intrathecal space now unused. A new 8780 catheter was implanted. The catheter was to be returned. Actions required as a result of the event included the partial explant and replacement of the catheter and reprogramming. No diagnostic testing or troubleshooting was performed. It was noted in terms of patient symptoms or a complication associated with the event that the patient had required an increased daily infusion rate to control hypertonia in 2011 but was otherwise therapeutic since then. The patient¿s status at t he time of this report was listed as ¿alive ¿ no injury¿. The device system was used to deliver gablofen 2000mcg/ml at a dose of 310mcg per day. The following day it was reported the health care provider¿s (hcp) thoughts about what may have transpired, in terms of patient symptoms following the surgery which pertains to a different event, were that the patient was not previously receiving medication through the catheter that was explanted ¿and/or there was more mixing of the priming bolus into the csf (cerebrospinal fluid) although the priming bolus was programmed to infuse over one hour¿. It was further reported there were no diagnostics done prior to the replacement surgery. The patient was reportedly currently doing well as of (B)(6) 2014. The explanted portion of the 8711 catheter was later returned.